Manufacturer narrative:
The device was returned after being used in the procedure with the loader cap on the flex shaft. The atrion was returned with fluid and still attached to the stopcock and y-connector. The guidewire lumen and balloon were returned separately. The returned device was visually inspected for any abnormalities under pre- and post-decontamination conditions. The following was observed: · balloon shaft kinked at strain relief due to packaging crimp balloon tear adjacent to inflation/crimp balloon bond (I/c bond). Balloon does not appear to have burst. Compression marks (likely from hemostats) observed on nose tip guidewire adhesive present in y-connector proximal end of nose insert bent outwards proximal end of balloon wings opened photographs were provided by the complaint site. One of the photos shows about 24ml of fluid in the inflation device following the procedure. The correct inflation volume for a 29mm device is 33ml, indicating that there was likely approximately 9ml of fluid remaining in the balloon after it was removed. The other photos confirmed ¿balloon ¿ torn¿ and ¿distal tip, nose tip ¿ separated¿. Due to the condition of the returned device (balloon torn, guidewire lumen separated), no functional testing was able to be performed. Crimp balloon measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The double wall thickness of the crimp balloon was found to be within specification at all measured locations. A device history review was performed and did not reveal any issues that may have contributed to the reported event. A review of the complaint history reveals that the occurrence rates do not exceed the may 2017 control limits for this trend category ¿withdrawal difficulty¿, ¿separated¿ and ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. The inspections during the manufacturing process and the testing performed during the product verification process support that is unlikely that a manufacturing non-conformance contributed to the reported event. The complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿, ¿distal tip, nose tip ¿ separated¿, and ¿balloon ¿ torn¿ were confirmed based on visual inspection of the returned device, and no manufacturing non-conformities were identified. A review of the complaint history, lot history, DHR, and manufacturing mitigations also did not reveal any manufacturing non-conformance that could have contributed to the complaint event. Further, a review of the IFU and training materials revealed no deficiencies. Per IFU, the balloon must be completely deflated before it is removed. Per the complaint description, the physician did not fully deflate the balloon after valve deployment and there were ¿approximately 9cc¿s of fluid remaining in the balloon during the time of removal which prevented the balloon from being removed normally¿. This was confirmed based on a provided photo. If the balloon has an increased profile when it is being removed (due to residual fluid left inside of it), it can be difficult to remove it through the sheath. If there is difficulty removing the balloon through the sheath, the additional force applied on the balloon in an attempt to remove it can cause further damage to the device. During the complaint event, it was reported that the physician had to ¿pull very hard¿ to remove the system. The additional force required to remove the balloon in this case likely caused the crimp balloon to tear next to the I/c bond. The separation between the legs of the inflation balloon, and the outward bend of the proximal end of the nose insert, indicate that these components subsequently became stuck on the tip of the sheath during attempted removal. This would have further increased the difficulty of removing the balloon. The additional force that was likely applied on the device at this point in the procedure then likely contributed to the separation of the guidewire lumen and the y-connector. Based on the information provided, procedural factors contributed to the complaint event. The complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿, ¿distal tip, nose tip ¿ separated¿, and ¿balloon ¿ torn¿ were confirmed, but no manufacturing non-conformities were identified. Available information suggests that procedural factors contributed to the complaint event. The occurrence rates did not exceed may 2017 control limits for any of the associated trend categories. Additionally, no IFU/training inadequacies were identified. Therefore, no further corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
After a successful transfemoral procedure with a 29mm, sapien 3 valve, upon removal of the delivery system, the portion of the delivery balloon connected to the wire lumen of the delivery system separated from the rest of the delivery system. The part of the catheter that was attached to the balloon that separated was able to be removed through the sheath and all pieces of the catheter appeared to be present (no pieces were left inside the patient). The 16f esheath was removed, hemostasis achieved, and the procedure was completed. Visual examination of the sheath did not reveal any sheath damage. Subsequently, an angiography of the vessel revealed no damage or dissection to the ilio-femoral arteries. The patient remained stable throughout the entire procedure. The delivery system will be returned. Per report, the physician who was removing the delivery system (also inflated and deflated the balloon) did not completely deflate the balloon after valve deployment. There was approximately 9cc's of fluid remaining in the balloon during the time of removal which prevented the balloon from being removed normally. The physician waited a "typical amount" of time between deflation and withdrawal, (a couple of minutes). This same physician continued to pull ¿very hard¿ to remove the system and caused the commander catheter to separate.